Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -6.0 diopter was implanted upside down into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a same model, same size lens and the problem was resolved. Cause reported as unknown. No patient injury was reported.